Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 6 mg/day) via an implanted pump. It was reported that the patient had an infection at the pocket site. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were removed. The pump site was irrigated. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.